Manufacturer narrative:
The event occurred in china. It was reported from the customer that the flow rate in the past two days on the rotaflow console has been getting higher and higher. And after about half a day after shutting down and reset to zero, the false height appears again and the gap is getting bigger and bigger than the actual one. It was displayed to 9l at 2:30 this morning, and then four upward arrows appeared on the flow display. Then it would automatically shut down and returned to the original state. Repeatedly after the knob reset to zero. A getinge field service technician investigated the affected rotaflow with s/n (B)(6) on 2021-08-16. The technician was able to confirm the reported failure. The lemo rfd (rotaflow drive) master connector with article number 701034666 will be replaced. The reported failure "unstable flow / lemo master connector affected" was already investigated by the getinge life cycle engineering and determined the most probable root cause as a defective shielding in the coaxial cable which can affect the functionality of the lemo rfd master connector. A device history record review (DHR) was performed on 2021-09-14. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Based on the investigation results the reported failure "unstable flow / lemo master connector affected" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in (B)(6). It was reported from the customer that the flow rate in the past two days on the rotaflow console has been getting higher and higher. And after about half a day after shutting down and reset to zero, the false height appears again and the gap is getting bigger and bigger than the actual one. It was displayed to 9l at 2:30 this morning, and then four upward arrows appeared on the flow display. Then it would automatically shut down and returned to the original state. Repeatedly after the knob retset to zero. The device is out of use at the moment. No indication of actual or potential for harm or death has been reported. Complaint ID: (B)(4).